Manufacturer narrative:
Investigation findings: no lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending and analysis is performed monthly per pr-00023, where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. Preventive action(s) since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that upon removal she was not able to find the string. Eventually she did and tampon came apart upon removal. The string came out without a knot in it. In addition, tampon pieces remained inside of her. She was confident she was able to remove all remaining pieces. The consumer also noted that the tampon appeared normal before use. She did not visit a health care provider to follow up. However, she did state the found experience very scary. No additional information is available at this time.